Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tandem's t:slim g4 user guide states: ¿your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was sitting in the pool with the pump underwater. There was a delay in clearing the alarm. The customer's blood glucose (bg) level was over 200 mg/dl; however, the exact value was not provided. The bg level was addressed with a manual injection. Also, it was reported that multiple cartridge alarms (cartridge alarm 19) occurred an hour later with multiple cartridges during the load process. The customer reported a bg level of 219 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.